Manufacturer narrative:
It was reported that the device "stopped working" and the user requires treatments four times a day. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device not working.